Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged coughing up flem. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged coughing up flem due to the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device and found dust/dirt around the air inlet, water ingress in the blower box and dark contaminant found at blower seal on blower box. Potential mineral deposits or dried liquid spots on the bottom of blower motor and on the bottom of blower box, indication potential water ingress. There was black contamination consistent with keratin at the air outlet of the blower box. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation but a small amount of water ingress and dust contamination were observed. Section h6 were updated in this report.